Manufacturer narrative:
Additional devices involved in the event: (B)(4) - battery / catalog number 1650 / expiration date 08/31/2016 (B)(4). Returned 06/08/2016. Manufactured: 08/18/2015 not labeled for single use. (B)(4). Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed premature switching events between reported batteries. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Low flow alarms were also observed during the log file analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Controller is use ((B)(4)) did not receive the software maintenance release (smr) software upgrade. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that this patient experienced some random beeps "several times while out and about". The power source connections were reported to be secure.  This occurred with the same two batteries. The batteries were exchanged with no effect on the patient.